Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an attempt was made to flush the 2.75 x 23 mm xience xpedition stent delivery system (sds) outside the anatomy, prior to being loaded onto the guide wire, and it was observed that the stent was not on the balloon. It was then noted that the stent had dislodged in the yellow protective sheath during un-packaging. There was no resistance noted during removal of the protective sheath. The sds was not used and a new xience xpedition was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.